Event description:
It was reported, the connecting tube connector was broken. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected fields a1, d4, and h3 a1: (B)(6), d4: blank, h3: no.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6 impact code. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the following led to the malfunction: external stress was applied to lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. The event can be detected by following the instructions for use: preparation and inspection: 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.